Manufacturer narrative:
(B)(4). One lf4318 was received for evaluation. Visual inspection found no defects. The device was activated on a simulated tissue with acceptable results and a visual seal effect was observed. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The rfid chip log was checked and the device did not show it was used previously. The investigation found the device to function normally and within specifications. A re-grasp alert indicates that the seal cycle was not complete. There are many factors unrelated to a product defect that can result in a re-grasp alert. Product instructions for use address possible re-grasp situations. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device did not adequately seal. A seal tone was heard, but after dividing the tissue there was arterial bleeding from the seal site. The issue occurred on mesentery tissue was resolved by suturing.